Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during one day post implant procedure follow-up, chest x-ray revealed the right atrial lead was dislodged. The patient was asymptomatic to the event. No intervention was reported.

Event description:
New information noted that the patient presented in clinic. Atrial capture was confirmed and no intervention was necessary. Patient was stable throughout event.